Manufacturer narrative:
G4: 06apr2020. B4: 07apr2020. The manufacturer¿s field service engineer (fse) confirmed with customer replacing the power management board addressed the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24feb2020.

Event description:
The customer reported dim screen on boot up, check vent primary alarm failure, 5v supply failure, and power management board failure. There was patient involvement, but no one was harmed. The manufacturer's fse (field service engineer) remotely confirmed the reported problems.